Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found a damaged(detached) dso seal, and damaged battery compartment the customer issue was duplicated. Further investigation found a defective downstream occlusion (dso) sensor. The dso sensor and seal will be replaced, and the device must pass all tests before being shipped to the customer.

Event description:
It was reported that the device displayed occlusion error despite being reset and the circuit being replaced. There was no reported patient involvement.